Manufacturer narrative:
As per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials and dob will not be reported. Date of event: date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. This was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2013. According to the patient's attorney, after the implantation, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.